Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the lead was failed to retract which led to high capture threshold and lead damaged. The lead was not used, and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, high capture threshold and ¿lead got broken due to a very high load¿. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿lead got broken due to a very high load¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.